Event description:
It was reported that high, out of range hv lead impedance alert was received via remote transmission. The device was re-programmed to exclude the svc vector. Fluoroscopy and non-invasive test were recommended however, the patient refused to follow-up.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. Clavicle crush damage was noted at 8.0-8.5cm from the cut end of the middle piece. The inner coil and conductors were fractured at this location, consistent with the field observations of high lead impedance, noise, and sensing anomalies.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that when the patient presented to clinic, noise was observed. Patient was asymptomatic. The therapies were programmed off. The patient is wearing a life vest.

Event description:
New information received notes high pacing lead impedance, undersensing, and insulation damage due to suspected fracture or clavicular crush. The lead was explanted and replaced. The patient was doing well and will continue to be monitored.